Event description:
The pt stated that, on the evening of 2007, she observed a blood glucose reading of 355 mg/dl. She reported a normal blood glucose range of 65-150 mg/dl. At the time she observed her elevated blood glucose value, she bolused 9 units of insulin. One hour later, her blood glucose reading was 400 mg/dl. She then administered 5 units of "r-insulin" and 5 units of "humalog" by injection. As she went to work the following day, at 1:00 am two days later, she consumed turkey salad at her lunch break, then measured her blood glucose, which displayed "hi" and she stated that her feet and hands began to "tingle". She returned home and injected 12 units of insulin. She was extremely tired, so she went to sleep. When she awoke, her blood glucose readings were "in the 300's (mg/dl)". Following multiple insulin injections, her blood glucose measured "hi". She disconnected from her infusion device. She began vomiting and sweating, and felt weak. She reconnected to the infusion device to receive her basal delivery and was driven to the hospital. She stated that the insulin injections had not reduced her blood glucose. At the hospital, she was disconnected from her infusion device and put on insulin drip and fluids. Her blood glucose reading was over 500 mg/dl. She was admitted to ICU to treat ketoacidosis. She was stepped down from the ICU two days later, with a blood glucose reading of 232 mg/dl. She was released from the hospital the following month, with blood glucose ranging from 140-145 mg/dl. She returned to use of the infusion device she had been using prior to the incident that was obtained from another manufacturer. Attempts to reach the pt in follow up have been unsuccessful, but the product will be replaced and the infusion device has been requested to be returned for evaluation. Add'l training was scheduled for the pt.